Event description:
They are the dept of public health and environment. Two of their hosps have been using the becton dickinson test kits for detecting cryptosporidium and giardia. The test kits are giving false positive results for both pathogens.